Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion, reservoir was not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 116 mg/dl at the time of incident. The customer was assisted with rewinding the pump and running manual prime to at least 5.0 units. The customer stated that the pump did not alarm no delivery. The customer also reported motor error alarm. The customer reported the drive support cap to appear normal. The reservoir will be returned for analysis.